Manufacturer narrative:
Additional information: a3, g4, h2.

Manufacturer narrative:
Investigation completed on a smiths medical blu tracheostomy tube 8.0mm s/assy. Visual inspection of samples received in its not original package were in good condition. Testing done on inflation and revealed no anomalies . The cuff was inflated for 12 hour period and still remained inflated. DHR reviewed and testing revealed no malfunction during engineering. No fault could be found. Unknown cause of the event.

Event description:
Investigation results completed on a tracheostomy/pvc - portex tubes blue line ultra (blu). Summary in h 10.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was reported to be "not working right and that there were problems with getting the air in and out." The trach tube was used for several weeks but was reported to not be working anymore toward the end of therapy, so it was required to change the tube out one week early. There were no reported adverse patient effects.